Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and sometimes required multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level. The support team instructed the caller on proper pressing techniques and assisted in removing the pump from its case; however, the issue persisted. Consequently, a replacement pump was arranged. The caller planned to use multiple daily injections (mdi) as a backup therapy. Instructions were also given for putting the pump into storage mode, and the caller agreed to return the problematic pump using a pre-paid label within ten days.